Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. This issue occurred during reprocessing of the device. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h1. The device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.